Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient presented with residual sphere and cylinder as well as poor vision one day post lasik. Additional information received states that the poor vision is on going and the patient is using a topical antibiotic eye drop as well as lubricating eye drops. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Review of the logfiles for the day of treatment shows no abnormalities or deviation can be identified. No technical root cause was identified as the product was found to be within specifications. (B)(4).